Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) device has recently failed and will no longer inflate. The patient was later seen by the physician on (B)(6) 2020. After cycling the device the physician concluded there was fluid loss from the device. The exact date of onset of the device issues is not known but the patient stated they began the last couple of weeks. A revision surgery was later performed on (B)(6) 2020 at which time it was identified that there was fluid loss from the device. The location of the fluid loss was not identified. The ipp device was explanted and a new ipp device was implanted.

Manufacturer narrative:
Additional information provided in: b1, b2, d7. Correction provided in: d11. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) device has recently failed and will no longer inflate. The patient was later seen by the physician on (B)(6) 2020. After cycling the device the physician concluded there was fluid loss from the device. The exact date of onset of the device issues is not known but the patient stated they began the last couple of weeks. A revision surgery is going to be scheduled but the date has not been determined yet.